Event description:
The customer reported a system message displayed during surgery. The system was rebooted to clear the system message. The case was completed. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service request. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).